Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pri tubing experienced concurrent flow/simultaneous flow (underinfusion). The following information was provided by the initial reporter: an rn described going in to hang the next dose of unasyn and finding a bulging bag of unasyn still hanging. I see the unasyn starting, then the miv transitioning (I assume when volume to be infused is completed for unasyn); then I assume the unasyn as primary IV/transitioning is just describing the switch back to the miv fluid. I am not aware of anywhere in the report where you could see if the IV secondary was programmed correctly, but never infused. My best guess is maybe they forgot to unclamp the ivpb?